Event description:
When entering patient room to give meds, pca was emitting a continuous beeping noise. Screen stated to turn off machine and perform maintenance.

Event description:
When entering patient room to give meds, pca was emitting a continuous beeping noise. Screen stated to turn off machine and perform maintenance.